Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an aortic arch aneurysm using two gore® tag® thoracic endoprostheses. Prior to implantation of the stent grafts, the physician performed a total-debranch procedure to all the three branch vessels on the aortic arch using a graft sutured on the ascending aorta. An introducer sheath was also inserted through the graft, and one stent graft (tgt3420/8494938) was implanted distally and the other (tgt4020/8755572) was deployed proximally respectively by an ascending aortic approach. Touch-up ballooning was performed, and a final imaging revealed no endoleak so that the physician concluded the procedure. On (B)(6) 2014, a follow-up computed tomography (CT) revealed a type iii endoleak from the junction area between the stent grafts, causing an aneurysm enlargement (amount unknown). It was also shown that the junction length was approximately 1cm shorter. On (B)(6) 2014, a reintervention was performed to treat the type iii endoleak. The physician prepared a conduit on the right external iliac artery, and an introducer sheath was inserted through the conduit. An additional stent graft (tgu454520j/12768629) was deployed into the junction area, and post-deployment imaging revealed that the endoleak was resolved. The patient tolerated the procedure. Per the physician, the aortic aneurysm was big and the junction area of the stent grafts was bent so that the junction length got shorter, which may have caused the type iii endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.